Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the obtuse marginal artery that was both moderately calcified and tortuous and 90% stenosed. Reportedly, the mini trek balloon ruptured in the patient during the first inflation at 8 atmospheres. There was resistance with the anatomy during advancement. A cutting balloon was alternatively use and the procedure was completed. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.